Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 5024 implantable pacing lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced endocarditis and recurrent microembolization. The leads were removed. No further patient complications have been reported as a result of this event.